Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high shock impedance measurements. The field representative indicated that the physician has decided to monitor the patient at this time. No adverse patient effects were reported.

Event description:
Additional information indicated that a lead revision procedure was performed and the right ventricular (rv) lead was explanted. Additionally, there was oversensing, inappropriate shock, and high pacing threshold measurements reported. The device remains implanted with no further issue reported.

Manufacturer narrative:
--

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.